Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a patient with a valve model 11500a23 implanted in aortic position was put under consideration for a valve-in-valve procedure after an implant duration of approximately three (3) years and four (4) months due to early valve degeneration leading to aortic regurgitation 4/4, mainly central (3+/4), and severe perivalvular leak.

Manufacturer narrative:
Added information to section b2, b7, h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Regurgitation is considered to be a pvl (paravalvular leak) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Late paravalvular regurgitation most commonly occurs in the setting of infective endocarditis-related abscess formation which predisposes to suture dehiscence or the gradual resorption of partially debrided annular calcifications. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review is unable to be performed because no lot/serial number was provided. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.